Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H11. Corrected data: h6 ( (health effect ¿ impact codes, health effect ¿ clinical code).

Manufacturer narrative:
Updated- b4, d8, d9, g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion, components), h11. The lot #3000303713 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The iab was returned with the membrane completely unfolded and blood on the exterior with the one-way valve attached. The sheath was not returned for evaluation. The extender tubing was also returned. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting.

Event description:
N/a

Event description:
It was reported that when inserting the intra-aortic balloon tr4055 in the cath lab. When inserting the catheter into the sheath, the balloon membrane wrapping came undone and did not pass through the sheath's hemostasis valve. Another tr4055 was inserted and iabp use began.

Manufacturer narrative:
Address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).